Manufacturer narrative:
Correction for field h6 (investigation conclusion code).

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after fixation. The device remained adequately implanted and the catheter was retrieved. There were no patient consequences.

Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal cap. Visual inspection found the tether control knob was in aligned position, but the bullets were found to be misaligned. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the events reported in the field.